Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-01646. It was reported by the plaintiff's attorney that "on or about (B)(6) 2008," the plaintiff was "implanted ams pelvic mesh products, that being bioarc" to "treat pelvic organ prolapsed and/or urinary incontinence." The plaintiff's attorney alleges that the plaintiff experienced "severe and permanent bodily injuries and significant mental and physical pain and suffering" and "pain, infections, bleeding, pain with sexual intercourse, urinary problems and bowel some time after implant." The plaintiff's attorney also alleges that the "plaintiff suffered, and continues to suffer, serious bodily injury and harm" and "exposure/extrusion/protrusion" and "dyspareunia." The plaintiff's attorney further alleges that the "plaintiff continues to receive medical treatment and is anticipated to undergo further medial treatment."